Event description:
Cardiac cath lab customer reported that a luer lock detached off the syringe. During the lv gram using the angiomat illumena injector, optiray 350 contrast, namic extension tubing and using a protocol of 30ml volume to be delivered at 12ml/sec. Tech reported no injuries or blood spatter on staff, physician or pt, the contrast squirted on floor and side of table.

Manufacturer narrative:
Manufacturer report: root cause identified: no root cause can not be determined since defect was not confirmed. The sample does not show any visual problem. This sample could not be tested due to fluids not recognizable. Conclusions: device history record for final product was reviewed and no discrepancies were found. Device history record from molding area for lock nut p/n 900135 lot number 330451 was reviewed and there are no nonconformance reports. Pressure test was not performed since this sample is not in a condition to be evaluated and it is not allowed to handle samples in these conditions. During the manufacturing of this part number the quality dept performs a pressure test with 1300 psi according to the instruction number ii064185 and all samples passed this test. The pressure applied at 1300 psi is greater than the pressure used (75-1200 psi) by the customer. A meeting was held with engineers from molding area and assemble process in order to be alert for complaints for this specific part number. We will continue an analysis to this kind of complaints until the root cause can be identified. Corrective actions: no corrective actions will be applied.